Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the left ventricular (lv) lead. The involved lead is a non boston scientific product. These products have been implanted for approximately 10 years, therefore, the patient is scheduled to have a device changeout procedure as well as potential reprogramming or possible replacement of the lv lead. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis, however, this information has been requested.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the left ventricular (lv) lead. The involved lead is a non boston scientific product. These products have been implanted for approximately 10 years, therefore, the patient is scheduled to have a device changeout procedure as well as potential reprogramming or possible replacement of the lv lead. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
Corrected fields: b5 describe event or problem.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the left ventricular (lv) lead. The involved lead is a non boston scientific product. These products have been implanted for approximately 10 years, therefore, the patient is scheduled to have a device changeout procedure as well as potential reprogramming or possible replacement of the lv lead. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device was explanted and replaced successfully. The physician opted to keep the lv lead active and implanted. No noise was observed after the procedure. No additional adverse patient effects were reported. It is not expected to receive this device for analysis.